Event description:
The manufacturer received information alleging patient's device will not turn on and other outlets have been tried but device did not work. The patient is having issues breathing and the device stopped working when the hurricane went through. The patient reports the device has water damage from the hurricane. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received information from customer in reference to a ds2adv auto CPAP, the manufacturer previously received information alleging patient's device will not turn on and other outlets have been tried but device did not work. The patient is having issues breathing and the device stopped working when the hurricane went through. The patient reports the device has water damage from the hurricane. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code grid, evaluation results code grid, and conclusion code grid was updated.